Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device was unable to power on. After initial customer evaluation, the batteries were changed out and the device still was unable to power on. There was no patient use associated with the reported failure.